Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Patient contacted dexcom on 09/29/2016 2016 to report that they experienced diabetic ketoacidosis while using the continuous glucose monitor (cgm) on (B)(6) 2016. Patient stated that they felt ill on (B)(6) 2016 and contacted her physician on (B)(6) 2016 who prescribed antibiotics. On (B)(6) 2016 a friend of the patient drove the patient to the hospital. Patient reported that an emergency room (ER) attendant said the patient had high elevated ketones. Patient went home from the hospital on (B)(6) 2016. There was no alleged device malfunction. At the time of contact, patient is stable but still ill. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.